Event description:
Patient's cadd legacy pump is beeping and will not stop. We tried everything to troubleshoot. Will send new pump for tomorrow in a return box for the old pump to be returned. No harm to the patient. She changed to her back up pump (B)(4). Dose or amount: 30ng/kg/min, frequency: continous, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.